Event description:
It was reported that during follow-up of an asymptomatic patient, noise and low impedance were observed on the atrial lead. An insulation abrasion was discovered. The lead was capped and replaced during a device changeout procedure. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).